Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor distal tip came off and fell off into the intestinal tract. The detached item was retrieved via the endoscope. The issue occurred during a therapeutic endoscopic stone removal procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is believed that a load exceeding the guidewire tip¿s tolerance was applied, causing the guidewire tip to detach. However, the cause of the reason could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.